Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) alleging that her one touch ultra meter does not power on. The patient's meter is approximately seven years old. It was noted via troubleshooting that the patient had never replaced the battery on her meter. Due to the alleged issue, the patient was unable to test and ended up injecting too many units of insulin and 10 minutes later nearly ended up in a "hypoglycemic coma", where she exhibited symptoms of sweating and feeling really bad. It was noted that the patient did not seek any medical attention or self-treat due to the alleged issue. This is not the first time the patient was using the meter. The patient did not have replacement batteries at the time of the call. The product was replaced and requested back for investigation. The patient was unsuccessful to read the serial number on the meter. The complaint is being reported since the patient alleged that due to the meter not powering on, she was unable to test took an unspecified amount of insulin and later developed symptoms suggestive of a serious injury based on lfs definition.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. Lfs received the subject test strips on (B)(4) 2012 and the test strips were not tested as the issue was with the meter. Once lfs receives the meter and tests the meter a supplemental report will be submitted to the FDA. The 510 (k) # is k062195.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken lcd and smeared print label. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: there was no cracked/broken lcd. The lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery holder and smeared print label. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.